Manufacturer narrative:
The event product was not returned to applied medical for evaluation. Based on the description of the event, the likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report # mw5069962.

Event description:
Additional information received via the telephone at 8:35am from implementation specialist on (B)(4) 2017. The device was discarded by the facility and not available for return. No further information regarding the event is available.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation. This report is to follow up medwatch report #mw5069962.

Event description:
Procedure performed: laparoscopic cholecystectomy. Medwatch description #mw5069962; "a piece of rubber from the trocar sleeve came off when a clip applier was passed through it." Additional information received via email from the implementation specialist on (B)(6) 2017. A piece of rubber detached from the seal. Doctor performed the surgery. Type of intervention - unknown. Patient status - unknown.